Event description:
Facility reports: during the cleaning process, it was discovered that the product went through the sterilizer by accident and now needs evaluation. The product was not being used in surgery. There were no injuries or medical interventions reported. No additional information available. This is report 1 of 1 of complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. A DHR review revealed no ncrs were generated during production. Review of the device history record also showed that no issues were occurred during the manufacture of the product that would contribute to this complaint. Power tool evaluation was also completed for this device. The customer did not allege or identify any specific deficiency; during a routine service and repair of the (lot 001074) small battery drive, the technician observed that the device makes an unusual noise, failed cannulation test, runs hot and has a missing component. This device appears to have been mishandled or dropped. The device was repaired and returned to the customer on (B)(4) 2014. Placeholder.